Event description:
It was reported that during an lavh procedure, the instrument was fired along both sides of the uterus without consequence. The uterus was then removed vaginally. The staples did not fire correctly. The stapled area was cauterized and the procedure was completed in the normal fashion without patient consequence.